Event description:
A customer reported that the unit of measure setting on their freestyle flash meter changed. The customer reports taking 3 units of humalog insulin and experienced symptoms of dizziness and weakness. The customer drank some orange juice in response to the symptoms. There was no report of third party medical intervention. There was no report of death or serious injury.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed.